Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. Upon inspection and testing, the device displayed an image with no issues. However, the video connector failed the water leak test. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device yielded no image. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the likely cause of the reported issue is due to the video connector being damaged, resulting in temporary water ingress and damage to the electronic circuit, causing the device to temporarily stop displaying the images. The root cause of the damaged connector could not be determined. Olympus will continue to monitor field performance for this device.